Event description:
The reporter had been using bard red rubber head catheter with a coude tip for about a year now. He noticed some of these catheters work fine and some do not. Some of the bad ones have to be inserted to the urethra more than once which gives him urinary tract infection. He contacted the MFR, bard, and was advised to send a sample of the catheter. After sending the sample he never heard from them again. He called bard and they did not respond to his complaints. He is calling FDA because he feels it is a quality control issue which is dangerous to consumers.

Event description:
Additional info received on (B)(6) 2013: recently many of the catheters I receive do not have the proper curve (coude tip) at the end of the catheter. This causes problems inserting the catheter and I often have to insert multiple times or use a different catheter. This has led to bladder infections and bleeding. I have tried other catheters and have experienced similar problems and the bard catheters seem to work best when they have the proper shape.